Event description:
Pt was to receive taxol for x 96 hrs. The IV bags and tubing sets were changed daily. Day 1 - 490 ml was delivered by the pump. Day 2 - 440 ml was delivered even though the pump showed to have delivered 490 ml. Dose was short 50 ml. Day 3 - 420 ml of the 490 ml dose was delivered. Short 70 ml. Day 4 - 405 ml of the 490 ml dose was delivered. Short 85 ml. The IV bags were changed on time each day and each day the volume delivered showed 490 ml. The pump did not infuse the total dose to the pt.